Event description:
A greenfield filter was implanted on (B)(6) 2004. On (B)(6) 2018 it was noted that perforation and migration occurred. An attempt to retrieve the filter was made but was unsuccessful. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On (B)(6) 2018 it was noted that perforation and migration occurred. An attempt to retrieve the filter was made but was unsuccessful. No further patient complications were reported. It was further reported the filter was placed in a paraplegic patient due to high risk for development of deep vein thrombosis and subsequent pulmonary embolus. The filter was deployed without any difficulties and was in adequate position below the renal veins. The patient tolerated the procedure well. On (B)(6) 2018 a CT of the abdomen without IV contrast was performed and revealed the superior edge of the filter ends 5 mm inferior to the inferior edge of the right renal vein. The central core of the filter angles approximately 12 mm from caudad to cephalad anteriorly in relation to the axis of the inferior vena cava. All of the struts extend outside the inferior vena cava. The strut which extends anteriorly extends 11 mm anterior to the edge of the inferior vena cava. The strut that extends medially, extends 17 mm outside the inferior vena cava and the tip terminates on the external surface of the edge of the aorta. Another strut extends posteriorly and lies adjacent to the l3 vertebral body. There are two central anterior and right struts which lie adjacent to the fourth portion of the duodenum, but does not penetrate it.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On (B)(6) 2018 it was noted that perforation and migration occurred. An attempt to retrieve the filter was made but was unsuccessful. No further patient complications were reported.